Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the doctor had difficulties in placing the lead in the atrium. The stylus could not be fully inserted. The lead was attempted and not used. No patient complications have been reported as a result of this event.